Event description:
"Patient identifier" (B)(4).as reported to coloplast, a patient experienced male sling procedure failure some months after implant. Patient experienced constant leakage. The sling was excised and an artificial urinary sphincter was implanted.

Manufacturer narrative:
No device was returned, thus no evaluation could be performed. Any such examination may not conclusively confirm or disprove the report of leakage. Based on the information provided, coloplast accepts the physician's observations of such as the reason for surgical intervention.